Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was experiencing chronic pain in the pocket and wanted the system removed. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.